Manufacturer narrative:
The insulin pump was received with a loose/protruded drive support disk, cracked display window and cracked reservoir tube lip noted during visual inspection.

Event description:
It was reported that the drive support cap is protruding. Customer's blood glucose reading is 285 mg/dl. Customer has treated with insulin pump. Customer stated that the insulin pump has cosmetic damage. Customer has not pressed the cap while connected. Advised customer that the insulin pump must be replaced. Nothing further reported.